Event description:
It was reported that during a lap living donor transplantation procedure, when the surgeon used the device on the kidney artery, he had to use a ligation product on the stapleline to create hemostasis. This event required intervention to prevent permanent impairment/damage.